Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products; associated mdrs: 1225714-2014-04085, 1225714-2014-04086, 1225714-2014-04087 and 1225714-2014-04088, 2937457-2014-00980 and 2937457-2014-00981.